Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the returned sample was not in its' original configuration. It is likely that the material found in the polyester felt pouch was a strand of hair. However, the origins of the material were unknown. The root cause could not be determined based upon available information.

Event description:
It was reported that a sterilized hair was discovered ona polyester felt when the sterilized packaged was opened for use. The polyester felt was replaced for a new polyester felt that was used successfully. There was no reported patient injury.